Manufacturer narrative:
A titan pump, detached inlet tubing, and detached inlet strain relief with tubing were received for evaluation. A separation was noted in the pump body. This was a site of leakage. Microscopic examination of the surfaces revealed them to be smooth, indicating stress was exerted. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. Microscopic examination of the detachment ends revealed one end to have rough and irregular surfaces, indicating stress was exerted. Monofilament was noted pulled out at that tube end. No functional abnormalities were noted with the detached inlet tube. A separation was noted in the detached inlet tube with strain relief. This was a site of leakage. Microscopic examination revealed the surfaces to be rough and irregular. Microscopic examination of the detachment ends revealed both ends to have rough and irregular surfaces, indicating stress was exerted. Monofilament was noted pulled out at the inlet tube end. No functional abnormalities were noted with the detached inlet tube. Based on examination of the returned product, it was concluded that the smooth surfaces associated with this separation indicates that sufficient stress(s) may have been exerted on the pump body to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed rough and irregular detachment surfaces of the detached inlet tube and detached strain relief, along with the separation noted in the detached inlet tubing with strain relief, occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the pump had a split and was flat and unable to pump fluid.